Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds at implant and continued to be high at the post implant exam. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.